Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). At 9:23 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. At 9:30 a.m., a sample from the patient was tested in the laboratory using neoplastine reagent, resulting with a value of 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week.